Event description:
Information was received from a consumer via manufacturer representative regarding a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had pain at the implant site as it was catching on her clothing and when she would sit. The doctor checked the site and a surgical revision of the ins implant site occurred and the device was moved to a new location. It was reported that the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) stating that the patient had the lead and stimulator replaced completely. The rep stated that when the surgeon backed the screw back to re-tunnel the lead, the screw backed into the header. When they tried to screw it back they put a clamp on the bottom part of the screw driver to screw it down, and it worked. An impedance check showed the #3 electrode was over 4000 ohms on all combinations, and they noticed that the lead wasn¿t fully pushed in. When the surgeon tried to unscrew the screw on the implant, it wouldn¿t unscrew or release and it just spun without clicking. It was reported that the lead was locked in the header, could not be removed and the surgeon had to cut the lead to remove it and also needed to use a new implant. It was noted that the patient would not have needed a new lead or implant had the problem with the screw not occurred. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (B)(4) revealed that the setscrew was damaged. Analysis of the lead (va1daw1) revealed that the proximal connector was crushed. Information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1daw1 serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.